Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2017 with the following findings: review of the black box revealed pump not primed warnings with zero force. On investigation, the pump powered on and rewind, load and prime steps were performed successfully without alarm. The force sensor was evaluated and it was determined that the sensor was not detecting correct force. The pump was opened for investigation revealing an intermittent connection issue with the force sensor flex. The resistance on the force sensor was measured and found to be out of specifications.